Event description:
It was reported that the pt underwent a sling procedure in 2004. The surgeon inadvertently created a "button hole" and attempted to repair it during the same procedure. On a postoperative follow-up visit, the pt presented with mesh protruding through the incision. The physician plans to cut out the mesh in 2/2005.